Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had absence of no delivery alarm. The customer's blood glucose was 191 mg/dl at the time of incident. Patient's other blood glucose value was 167 mg/dl. Reportedly, while bolusing the patient got air instead of insulin and received low reservoir alarm. The device was returned for analysis.